Event description:
It was reported that the patient's ipg had reached end of life. Further troubleshooting is planned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as product analysis shows the device had displayed normal device longevity.